Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017. According to the complainant, the console went directly to system shutdown. They were unable to go back to the hysteroscopy phase. A new procedure set was opened and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.